Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular rate histograms showed no lv or biv pacing. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the device was programmed to bi-ventricular (biv) pacing however no biv or left ventricular (lv) paces were occurring, as noted by 0% pacing percentages in the histogram data. The device was reprogrammed to non-adaptive biv and then back to adaptive biv and lv, which resolved the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.